Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the pump supplies and resumed insulin to address the issue.